Event description:
The customer reported while unclamping the tube, the valve snapped in half and was lodged in the tube. Rn was able to unclog the tube by removing the broken piece of the valve from within the tube using hemostats. No harm to the patient, valve replaced by opening a new package. The item was placed in the patient 6/14 and removed on 6/16. Unfortunately the item was not saved.

Manufacturer narrative:
Additional product code: pif. An investigation is currently underway. Upon completion the results will be forwarded.